Manufacturer narrative:
The reported complaint was not verifiable. Follow up with the customer found that they had repaired the cable instead of sending it to the manufacturer. No parts were returned to the manufacturer for evaluation. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning), the coil that snaps into the flexible drive cable could be pulled out (broken). There was no patient involvement.